Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was done to retrieve the broken piece? For example, another incision, or second surgery? * was there any additional tissue damage as a result of searching for the needle piece? It was reported that "this incident poses a hidden danger." * please provide more details about the "hidden danger" * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopy on (B)(6) 2024 and suture was used. During the procedure, at 16:22, the doctor was preparing to suture the wound for the patient. At the end of the surgery, the problem of pulling off suture needle happened while passing through the puncture device, causing needle to fall into the abdominal cavity. It was difficult to locate the needle, but with the assistance of x-ray scanning, the detached needle body was removed. This incident poses a hidden danger. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the surgeon gave the patient x-ray examination to assist in looking for the detached needle and finding it during surgery. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent surgery operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.